Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d), implanted with another manufacturer's leads, exhibited left ventricular and right ventricular pacing impedance measurements greater than 2,000 ohms. Noise was also observed on the right ventricular channel that was oversensed and resulted in diverted episodes. An invasive procedure was performed to replace the right ventricular lead and the device. There was a concern the device header or a lead issue was contributing to the clinical observations.

Manufacturer narrative:
This device has not been returned for analysis. Should additional information become available, this report will be updated.